Event description:
It was reported that during maxillofacial surgery, when using a stryker screwdriver handle, black and dry debris from inside the handle allegedly fell out. It did not fall into the surgery site, but it did fall into the patient's mouth. The customer reported that this was removed with suction and that saline was used to clean the area and then disinfected with travasept. The patient has been informed of what occurred. The customer reported that after the operation, they tapped the handle onto a hard surface and more debris allegedly fell out. The customer has reported that it is no longer in use and no other instrumentation is affected by the reported problem. The patient was asked if there have been any ongoing concerns or complications experienced due to this event, and the patient said no. The customer did say that they are treating this as a serious adverse event, classed as level 1 and she has spoken to the assistant clinical director. The customer has requested a copy of the cleaning guidance as she is querying if it was caused by incorrect sterilization / cleaning or if there was something inside the handle which could cause corrosion. This event was reported to third party distributor, (B)(4) on 27/10/2014, and stryker was made aware on 28/10/2014.

Manufacturer narrative:
The reported event that residues like debris allegedly fell out from the inside of the screwdriver handle could not be confirmed and the mentioned black and dry debris of the screwdriver handle was not returned. Together with colleagues from r&d and medical the returned screwdriver was examined. The visual examination of the surfaces of the external areas of the returned screwdriver handle including the switch section showed no indications for any impurities and residues like the reported debris. Because the user facility stated that the debris allegedly originated / fell out of screwdriver handle the device was disassembled in order to determine if any signs of impurities or residues are present. Subsequently, also at the surfaces of the disassembled inner parts no indications for any impurities and residues like debris are to be recognized. Furthermore, the blind hole of the blade adapter in where the screwdriver blade is being inserted as well as the area around the blind hole show also no indication for any impurities and residues. Based on the investigation no residuals were found at all surfaces of the inner and outer components. In particular the surface of the blind hole into which the screwdriver blade is being inserted showed also no indications for any debris. The user facility stated that they had performed an automated cleaning process on the complained device. According to the information described in the stryker instructions for cleaning, sterilization, inspection and maintenance of osteosynthesis medical devices the following process steps should be performed prior to the automated cleaning and disinfection: ¿pre-cleaning: remove gross soil using paper wipes and solution of cleaning agent. Immerse medical device in solution of cleaning agent. Ensure that all surfaces are thoroughly wetted using a syringe to ensure that solution reaches all parts of cannulations etc. Ensure that air is not trapped within features of the device when immersing in the solution. Soak at minimum for the time recommended by the detergent manufacturer´s instructions. Using suitable brushes (only soft brushes, never metal brushes or steel wool) or cleaning wires clean the medical device thoroughly paying particular attention to rough surfaces and features where soil may be shielded from the brushing. Use a firm bristle brush for cleaning bone-cutting features such as drill tips, reamer flutes and the teeth of broaches. Use a bottle brush of appropriate diameter for cannulations. Ensure that the brush passes the whole length of each cannulation at least three times. Operate articulating devices and those with moving parts. Rinse in running water for at least 1 min until all traces of cleaning solution are removed. Pay particular attention to cannulations and blind holes as well as hinges and joints between mating parts. At least three times complete rinsing by application of a syringe (volume 1-50 ml) is required. Visually inspect for any remaining soil and repeat the steps above if necessary. Allow to drain on absorbent paper or transfer immediately to cleaning step. Finally, the investigation performed did not reveal any manufacturing, material or design related issue.

Event description:
It was reported that during maxillofacial surgery, when using a stryker screwdriver handle, black and dry debris from inside the handle allegedly fell out. It did not fall into the surgery site, but it did fall into the patient's mouth. The customer reported that this was removed with suction and that saline was used to clean the area and then disinfected with travasept. The patient has been informed of what occurred. The customer reported that after the operation, they tapped the handle onto a hard surface and more debris allegedly fell out. The customer has reported that it is no longer in use and no other instrumentation is affected by the reported problem. The patient was asked if there have been any ongoing concerns or complications experienced due to this event, and the patient said no. The customer did say that they are treating this as a serious adverse event, classed as level 1 and she has spoken to the assistant clinical director. The customer has requested a copy of the cleaning guidance as she is querying if it was caused by incorrect sterilization / cleaning or if there was something inside the handle which could cause corrosion. This event was reported to third party distributor, (B)(4) on (B)(6) 2014, and stryker was made aware on 28/10/2014.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Product disposition is unknown.